Event description:
It was reported that the user experienced hyperglycemia while using the ilet and contacted support for infusion site troubleshooting; fill tubing completed successfully, the user reported the insertion needle felt unusual, was advised to change the infusion site, and later confirmed successful reconnection with blood glucose returning to range. Symptoms included none reported. Outcomes included self-management without outside assistance and no medical intervention or hospitalization. Investigation included telephone-based troubleshooting and education regarding infusion site and tubing attachment. Investigation of this case revealed an unclear cause of hyperglycemia, with suspicion of an infusion site issue that resolved after site replacement and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with user-level corrective actions effective.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.